Event description:
It was reported that the patient presented via (B)(6) transmission. It was discovered that the patient's implantable cardioverter defibrillator (ICD) had episodes of inappropriate mode switch due to noise on the atrial and ventricular sense amp channels. Furthermore, the noise was over-sensed and resulted in minor pacing inhibition. It was noted that the noise was detected by the device at the exact time the patient was undergoing an atrioventricular nodal ablation procedure and there was no recurrence of the noise related events. Therefore, the noise was believed to be from an external source. This was confirmed when the patient was brought into clinic and the noise was found to not be reproducible. No intervention took place and the patient was in stable condition.